Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic vats / video assisted thoracoscopic surgery - "seal was discovered in patients chest cavity before closing the wound site". Patient status - "procedure time was slightly longer due to retrieval of seal, no patient injury".

Manufacturer narrative:
Note: please consider this the final report. The product was returned by the customer on (B)(6) 2017. Two event units were returned to applied medical for evaluation. Upon inspection of the first unit, engineering noted the septum had been fragmented and the shield was dislodged, but the duckbill was conforming. Upon inspection of the second unit, engineering noted that the septum, shield, and duckbill were conforming. The device met all current specification. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The catalog number was corrected. The event product was not returned to applied medical for evaluation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.